Event description:
It was reported that the patient had 'shocking' but that it was resolved.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3093-28, lot# va00ee6, implanted: (B)(6) 2012, product type lead; product ID 3093-28, lot# va00ee6, implanted: (B)(6) 2012, product type lead. (B)(4).